Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on the lower left front corner of the top case and crack on the right plunger case. Event log history was performed and indicated that force sensor bridge test error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the force sensor as a preventive measure and performed preventive maintenance with all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error. No adverse effects were reported.